Event description:
The device was applied during an unspecified procedure. The clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported that not pt injury occurred.